Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Event description:
It was reported that the pump battery was noted to be depleting quickly and the pump shut off unexpectedly at 50% battery life and became unresponsive. The customer's blood glucose level was impacted (300 mg/dl).

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received.